Event description:
The customer's caretaker reported testing the customer with the freestyle meter receiving a reading of 114 mg/dl. The caretaker could tell by the way the pt's eyes looked that pt may have been lower. The caretaker administered the recommended dose of insulin based on this reading. The caretaker noticed the pt going into shock, called the paramedics and administered a fruit cup and fruit juice to the pt. By the time the paramedics arrived, the customer was sitting up and seemed to be stable. No treatment was administered by the paramedics.